Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745nt lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since the beginning it was taking longer and longer to charge the implanted neurostimulator (ins). Patient would be charging and it would stop at a certain amount and say finished even though it was at 30% or 50% battery. It was hard to get to 100% and most of the time it would take 2. 5 hours to charge to 100%. Patient notified their representative who said to report it. During call pt verified no damage to the rtm or to the controller charging port. The pt blew in the controller charging port and reset the controller. Pt attempted to reset the controller and the pt got recharging excellent. Pt will monitor ins charging and call back if issues persist. Additional information was received from the patient. Pt called back stating they still have the same issue with being unable to charge implant. Pt stated the controller keeps saying battery low recharge your implanted device but when they try to charge, it says poor recharge quality. Pt stated sometimes it goes to good or excellent and then to no quality displayed without pt moving. Pt stated they have reset everything and cleaned their port but their issue is still persistent. Pt stated they have been trying to charge since 11:30 am today but they are unable to and now their paddle feels hot. Pt stated the controller was full when they started to charge and it's still full. Agent emailed repair to replace recharger.

Manufacturer narrative:
Product ID 97755-s, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.